Event description:
It was reported that during a diagnostic procedure, the catheter kinked upon removal it caught on the sheath and pulled the sheath out. The pt experienced some blood loss, and the physician was unable to complete the procedure in that artery. Pt status is listed as "okay."